Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the user facility. He tested all functions of the electronic patient gas system (epgs) and found the device was operating to manufacturer specifications. The system was returned to clinical use. The data logs data logs reported low oxygen pressure at 10:33:08, 10:3324, and 10:36:31. Blending gas (air) was reported low at 10:37:18. This indicates the source gases were disconnected and connected. There is no indication of a problem in the log with the gas system. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) had low oxygen (o2) pressure. The surgical procedure was completed successfully. There was a delay of five minutes in the case, no blood loss, nor adverse consequences to the patient. Per clinical review on september 28, 2016: clinical services (cs) was contacted by the field service representative (fsr) on september 28th about a potential issue with a electronic patient gas system (epgs) on the heart lung machine (hlm) unit during a procedure on (B)(6) at a (B)(6) medical center. The case was a ventricular septal defect (vsd) closure on a (B)(6) female patient that weighed (B)(6). An fx05 oxygenator was used, as was the cdi 500 blood parameter monitor. In order to reduce tubing lengths (and prime volume) of the cpb circuit, the system-1 heart lung machine (hlm) is positioned very close to the patient. In the first 5 minutes of cardiopulmonary bypass (cpb) the system-1 hlm was briefly moved away from the surgical table to allow a cv (cardiovascular) surgeon to gain access to the surgical field. During this time, the color of the arterial blood darkened and the cdi 500 demonstrated a drop in the pao2 (partial pressure of oxygen) and an increase in the paco2 (partial pressure of carbon dioxide). The perfusionist stated that the fio2 (fraction of inspired oxygen) was increased in attempt to raise the pao2 and the gas flow was also increased in attempt to decrease the paco2. The system-1 hlm logs do indicate the fio2 was raised from 70% to 88 % and then to 100 % in a relatively short time and the gas flow was increased from 0.32 l/min to 0.52 l/min to 0.82 l/min to 1.02 l/min in a relatively short time. The perfusionist stated there was some concern that the gas hoses to the epgs and / or gas tubing to the oxygenator may have been kinked or dislodged when the pump was moved back from the table to allow access for the cv surgeon. There were no audible or visual messages that might indicate a loss of gas pressure or loss of gas flow. The customer was using a mechanical gas flow meter that is provided with the epgs to document delivered gas flow. The perfusionist stated that since the gas flow was below 1.0 l/min (flow meter is not graduated below 1.0 l/min) for the majority of cpb, it could not be determined if the displayed gas flow on the central control monitor (ccm) on the hlm matched actual gas flow to the oxygenator. An arterial blood gas was drawn at 0924 and analyzed with an I-stat point of care (poc) analyzer. The pao2 was 76 mmhg and the paco2 was 53 mmhg. A lab sample was drawn in a couple of minutes to determine if the gas flow and fio2 changes had impacted blood gas results and the pao2 had increased to 408 mmhg, but the paco2 remained elevated at 55 mmhg. A blood gas was drawn at 0952 after the additional gas changes, mentioned above and the pao2 was now 249 mmhg and the paco2 had dropped to 39 mmhg. According to the perfusionist, these values were acceptable and in the ranges they usually observe. As per perfusionist there were no obvious signs of epgs malfunctions, I recommended that a complaint be created for the fx05 oxygenator as there are occasional reports of drops in oxygenator performance in the early minutes of cpb due to potential organic obstruction likely from excessive protein and platelet deposition on the oxygenator fiber surfaces. The oxygenator was not saved after the procedure and thus not able to be evaluated at the factory. After reviewing the pump record, there is no indication that either an epgs issue or fx05 issue lead to the lower than expected pao2s or higher than expected paco2s. These blood gas values were very short lived and corrected very quickly and this appears to point to an acute issue. Potential acute issues include kink in the gas line to the oxygenator during the moving of the system-1 as a cv surgeon needed access to the surgical table. The other acute issues involve clinical issues in the first minutes of cpb. Perfusionist mentioned that there was an air lock in the venous line during the initiation of cpb. This would create very low to no blood flows while the air is being managed in the venous line in order to create a venous siphon and result in venous drainage. This period of low to no blood flow would result in some desaturation in the patient and it would take the oxygenator a while to catch-up. The complimentary condition that occurred in the early seconds to minutes of cpb, are the early fio2s and gas flows to the oxygenator are less than what is recommended in the terumo fx05 IFU. The IFU warns the user to "start the gas supply the initiation of cpb with v/q = 1 and the fio2 at 100 %, then make adjustments based on blood gas measurements". The initial blood flow at the start of cpb was 730 ml/min and the gas flow was set at 310 ml/min and the fio2 was set to 67 %. If the IFU was followed (at the initial blood flow rate), the gas flow should have been 730 ml/min and the fio2 should have been 100 %. These conditions would have improved gas transfer, if the gas line was not kinked. Oxygenator performance and epgs function demonstrated no issues for the remainder of the procedure after this brief period of low oxygenation and hypercarbia. The field service representative (fsr) visited the hospital the following day to inspect the epgs and no functional issues were found. The logs were collected and sent back to the manufacturer for analysis. The case was completed successfully. According to perfusionist, troubleshooting the gas system and circuit for impaired blood gases did delay the procedure for a short period and delayed the application of the aortic cross-clamp and the delivery of cardioplegia. There was a delay of five minutes. There was no associated blood loss and no harm was observed.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.